Manufacturer narrative:
The glucose reagent lot number is 860069 and the aspartate amino transferase reagent lot number is 887829. The uric acid reagent lot number was not provided. The reagent expiration dates were not provided. The field service engineer (fse) found that the vacuum basic wash nozzle of the cuvette washing unit was clogged. The fse resolved the issue and performed a hardware performance check successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable glucose hk gen.3, aspartate amino transferase, and uric acid results for 3 patient samples on a cobas c 503 analytical unit. For sample 1, the initial glucose result was 27.0 mg/dl and the initial uric acid result was 1.68 mg/dl. The sample was repeated and the glucose result was 85.2 mg/dl and the uric acid result was 5.17 mg/dl. The sample was also repeated on another c503 analyzer and the glucose result was 88.6 mg/dl. For sample 2, the initial glucose result was 40.6 mg/dl. The sample was repeated and the result was 107 mg/dl. For sample 3, it was tested 20 times in repetition for ast and glucose. The high ast result was 44.4 u/l and the low ast result was 18.0 u/l. The high glucose result was 104 mg/dl and the low result was 81.2 mg/dl. The repeat results were deemed correct.